Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01367. It was reported the pt lost right side stimulation. X-rays revealed the lead wires were coiled up near the ipg and lead sites. Ther were no reported falls or known injuries by the pt. Diagnostic testing identified invalid impedance. Surgical intervention may be undertaken at a future date. F/u identified the x-ray revealed a lead migration. Reportedly, the ipg was also moving around in the pocket and twisted in the lead. Surgical intervention was undertaken on (B)(6) 2014. The ipg and lead were explanted and replaced. The original ipg would not establish communication pre-operatively or intra-operatively. Subsequently, the ipg was replaced with a non-rechargeable device.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.